Manufacturer narrative:
One catheter was returned for review. Breakage was found approximately 1.5 cm from the tip of the luer, confirming the complaint. Signs of use were observed on the catheter tubing along with remnants of a sticky substance (glue) at the breakage site of the catheter. The most likely cause of the break is due to an adhesive used on the catheter during the procedure. The customer mentioned utilizing a glue during the placement of the catheter. No corrective action is required. The root cause was traced to the user facility. The IFU instructs user to never place tape strips on the catheter tubing as it may compromise the strength and integrity of the tubing.

Event description:
Broken 1.2fr piccs (l-cath from argon) inserted on: (B)(6) 2021; incident on: (B)(6) 2021. We think these breakages are related to the glue we use at insertion. I have some colleagues in other centers that say that this glue may have an effect on catheter material. Breakage resulted in PICC removal/replacement.

Manufacturer narrative:
Sample expected to return for evaluation.

Event description:
Broken 1.2fr piccs (l-cath from argon). Inserted on: (B)(6) 2021 - incident on: (B)(6) 2021. We think these breakages are related to the glue we use at insertion. I have some colleagues in other centers that say that this glue may have an effect on catheter material. Breakage resulted in PICC removal/replacement.